Event description:
It was reported that during a replacement procedure of a non boston scientific device, it was difficult to remove the right atrial (ra) and right ventricular (rv) leads from the device header. When the physician pulled on the leads, the conductors broke, and the insulation was damaged. The leads were therefore cut and removed. A new device system was implanted. No additional adverse patient effects were reported.